Manufacturer narrative:
Correction ¿ "intervention required" should not have been checked. Additional information indicated that this section should be blank as the model number and catalog number of the external neurostimulator were unknown. Additional information indicated that this section should be blank as an external neurostimulator used for a trial is not an implantable component. Concomitant medical products: product ID neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was confused about which stage she was in and whether she had a trial or a permanent device. On (B)(6) 2015, the device stopped working and the patient took a nap and woke up with an accident. On that day she felt a "gush" or voiding incident. The patient's doctor did a stage one trial where he implanted a tined lead but did not implant an implantable neurostimulator (ins) and continued to use the external device. No ins was ever implanted, only the lead. The lead placement was considered perfect. The doctor took x-rays and the patient felt stimulation in the correct place when the tined lead was placed. After a few days, the patient complained that she wasn't getting appropriate stimulation sensation, the therapy was not effective, and she preferred to have the lead removed. The tined lead was removed on (B)(6) 2015. The patient recovered and did not move on with therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient had a permanent device implanted on (B)(6) 2015, for the first two days she was doing fine with the im plantable neurostimulator (ins), and then all of the sudden she was getting shocked. She felt the shocking on the left side from her buttock to her calf. The patient felt the lead wire was out of the spinal area again. When the ins was off, the pain eased up. She hadn¿t had any accidents or falls and she wished so badly that therapy would work as it was her last resort. It was later reported that this was stage I testing and no device was implanted. It was unclear if the device was a trial device or a permanent implant; additional follow-up is being conducted to obtain clarification. The patient didn¿t get relief and there wasn¿t 50 percent or greater symptom reduction. She had no improvement of incontinence and pain along the right buttock and thigh. Reprogramming did not help the issue. A clinical examination revealed no local complications and there was no improvement on change of the external neurostimulator. The event cause was not determined. There was no improvement, the patient recovered without permanent impairment, and the lead would be removed in the operating room. No outcome was reported regarding the lead removal. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3007566237-2015-00419 regarding shocking and lead issues the patient experienced during a trial.